Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2011. During the procedure, the device stopped working. The procedure was completed using a second device with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. (B)(4) blade seized/stopped. Conclusion (B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during evaluation.